Event description:
Needle broke in the joint during the fourth stitch. Procedure was changed to "open" and the broken piece was removed.

Manufacturer narrative:
Product was not returned, therefore no evaluation could be done.